Manufacturer narrative:
Evaluation results: one cadd legacy was returned for investigation. The device was intact, however fluid ingression was noted. The customer's reported product problem was confirmed. The pump was found to be displaying "1871" alarm message during investigation. The investigator performed a functional check and found the motor to be inoperable. The motor was replaced as a result.

Manufacturer narrative:
Device evaluation in process.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited lec 1871 and had screen damage. No reported adverse effects.